Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. The complaint device was returned 08/10/2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Performing pairing test and passed. Performed transmitter functional test and passed. Performed share log review and loss of connection was found within the investigation window. The reported event of a loss of connection was confirmed. The probable cause could not be determined.